Event description:
Customer reported receiving multiple error alarm during the manual prime. The drive support cap was noted to be sticking out. Customer's blood glucose reading at the time of the call was 212 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor during the basic occlusion test due to protruded/loose drive support disk. The device had had moisture damage on the electronics, motor, vibrator, and battery tube assembly. No other alarms noted during testing. The following cosmetic damage was noted: cracked reservoir tube lip, minor scratches on the lcd window, broken belt clip slot, scratches on the reservoir tube window, and cracked battery tube threads.